Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2014 with the following findings: pump powers on with vibratory and audible sounds the display screen remains blank and does not go the verify screen. Pump was opened to investigate. The display screen was observed to be cracked. Unable to adequately investigate dim/faded display due to cracked display screen. Battery cap was not returned. New test cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.